Event description:
Additional information reported the patient was concomitant injected with botox®. The patient was hospitalized for the symptoms but unknown what treatment was provided. The event is ongoing.

Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "pneumonia" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pneumonia", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reporting injecting a patient with a syringe of juvederm® ultra plus xc in the lips and nasolabial fold. Six weeks later, patient was injected again with second syringe of juvederm® ultra xc in the lips and nasolabial fold. Two weeks later, patient experienced a "high fever" and "pneumonia," deemed not device related. No treatment has been provided. The event is ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03258 (allergan complaint # (B)(4)). This MDR is being submitted for the second injection, juvederm ultra plus xc.